Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous low blood glucose levels; an exact value was not provided. Additionally, the insulin gauge was inaccurate. The customer declined to troubleshoot or provide further information with tandem technical support.